Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type product ID 97745nt serial# (B)(6) product ID 97745ac serial# unknown. Product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they were trying to charge their stimulator but the controller was displaying a message stating the battery was empty and to charge the controller. Patient plugged the controller into the power supply cord and reported the message continued to display and no green flashing light appeared above the screen. Patient removed the battery pack and plugged the controller back into the power supply cord which resulted in the controller not powering on. Agent recommended trying another outlet and the call was disconnected. Patient had mentioned they would need to call back after they charged their personal phone prior to disconnecting. Additional information was received from a patient (pt). It was reported that they are now seeing the software problem (99) message with the following details: 1 intellis 2 3.6 3 246 4 qte_arm. Agent walked caller through resetting the controller with the ac power cord; then started an implant charge session. Confirmed batteries (49) recharging excellent; controller is 80 percent and implant is 50 percent. Troubleshooting resolved.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was caller reported the controller was dead and did not power on since 2 weeks ago. Caller stated the controller went dead while the patient was in the hospital and the patient had been trying to charge the controller and it would not work. Agent confirmed no damage to the controller compartment pins, li battery pack and ac power cord. Agent walked caller through removing the battery pack and plugging controller into the ac power supply; controller did not power on. Agent confirmed controller did not power on when caller switched outlets. Agent asked clarifying question and caller confirmed ac power supply wiggles a little bit when plugged into the controller port. Agent instructed caller to insert aa batteries in the controller and controller power on showing memory problem. Caller removed aa batteries then agent walked caller through resetting controller; caller confirmed controller was still unresponsive. The issue was not resolved. An email was sent to the repair department to replace the controller. Agent attempted to clarify hospital visit caller mentioned and agent was unable to get in contact leaving a voicemail. Patient called back stating that they received the replacement contr oller and that did not resolve the issue. Caller stated the new controller will not work with the bp and only powers on with the aa batteries. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller does not power on. Caller confirmed green light on the ac power adaptor.  Caller inserted alkaline batteries in the controller and confirmed the controller powers on. Further inspected the ac cord contact pins and caller stated some of them look to be corroded. Agent sent email to repair to request replacement ac power supply.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6)); product type: brand name intellis; product ID 97745ac (unknown serial/lot); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.